Event description:
A malfunction alarm was reported by the customer, identified as malfunction code malf 6. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with pump reset information and assisted with resetting the pump. After reset, the malfunction code did not recur, and the customer was advised to call back if any further issues arose. The customer understood the instructions and continued using the pump without further incident.